Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The other relevant blood glucose levels are 492 mg/dl, 525 mg/dl and 523 mg/dl. The customer experienced symptoms related to high blood glucose such as nausea, vomiting and abdominal pain. The customer treated their high blood glucose levels with manual injections. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.